Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00588604610 - trabecular metal¿¿ cruciate retaining monoblock tibial component: green, size 6 c-h, 10mm - 62513432. 00595201706 - cr-flex por fem g-r minus - 62575646. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left partial knee procedure in 2004 of unknown product. Subsequently, patient was revised in 2015 due poly wear. At this time, the patient underwent a bilateral knee procedure, in which the patient was implanted with zimmer biomet product. Approximately 4 years later, the patient underwent a right knee revision due to swelling and fluid on the cap. The patient stated the poly had worn down to where the metal implants were rubbing together. He stated the poly had broken down so much the surgeon was picking plastic pieces out of his calf.